Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02376. It was reported a cerebrospinal fluid (csf) leak occurred on (B)(6) 2020 and the patient was admitted to the hospital. Patient also reported headaches. The patient underwent surgical intervention on (B)(6) 2020 wherein both leads were pulled and a blood patch was performed. Later, the patient turned non-ambulatory and was admitted to the hospital due to pain at right lower extremity. Diagnostic imaging discovered the patient had a cyst. Thereafter, the patient was admitted to a rehabilitation facility.